Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was transferred to advanced failure analysis engineering for further investigation of the loose pitch cable. Initial findings were confirmed. The instrument was confirmed to exhibit imprecise motion and have a loose pitch cable. The housing was removed, and it was observed that the pitch cable was also loose in the proximal end. The clamping pulley screw was checked and confirmed to be tightened. There was no dislodged cable observed. The clamping pulley screw was removed, and the clamping pulley was inspected, and no cracking or other damage was observed. The input shaft was also inspected, and no damage was observed. It is likely that the pitch cable experienced a loss of tension over time and use, resulting in the loose cable.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the customer stated that the force bipolar instrument had non-intuitive motion. The customer reseated the sterile adapter (sa) but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurs while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale was not appropriately to the instrument, it was lesser than intended and it moved freely. The timing of instrument movement was not appropriate. There were no shakiness or friction experienced. The issue persistent. The issue occurred when dissecting tissue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the customer stated that the force bipolar instrument had non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint. The instrument was placed and driven on an in-house system and exhibited imprecise motion. Additional observation not reported by the site related to the primary failure: the instrument was found to have a loose pitch cable at the distal end. No obvious signs of damage were found to the clamping pulley or input disk.